Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 198 mg/dl. The customer reported a blank display on the insulin pump. The customer reported attempting to program a bolus but the screen on the insulin pump was black. Troubleshooting was done. The customer was advised to install a new battery on the insulin pump and inspect the battery cap and compartment of the insulin pump for any damage. No additional information was provided.